Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. The patient condition was unknown.